Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia followed by rebound hyperglycemia while using the ilet bionic pancreas. Symptoms included low blood glucose requiring oral carbohydrate treatment and subsequent high blood glucose up to 314 mg/dl before trending down to 202 mg/dl. Outcomes included transient symptomatic hypoglycemia and hyperglycemia with stabilization after user-directed intake and system correction, without hospitalization. Investigation included agent review of device-reported glucose trends and provision of troubleshooting and education regarding treatment quantity to avoid overcorrection. Investigation of this case revealed a pattern consistent with treatment-related overcorrection of hypoglycemia followed by automated correction contributing to a subsequent low, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to user carbohydrate treatment and glucose dynamics rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.